Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15981. It was reported that the patient was transferred from an outside facility due to an infection. The system was successfully explanted with no complications. The patient was stable throughout. A new system was implanted on (B)(6) 2019.